Event description:
Please refer to initial MFR. Report #9611500-2019-00207.

Manufacturer narrative:
The reported increase in airway resistance of the filter is related to a surplus of glue used during assembly. Dräger has initiated a ship hold and the stock was tested according to iso2859. Sample size 800 pieces, test level ii, aql 0.065. No nonconforming filters were found; the ship hold has been withdrawn thereupon. The manufacturing process has been checked on-site at the supplier. The gluing process is a semi-automatic one; the application of glue is done by hand but the amount of glue is defined by a dispensing system. The assembled filters are subject to a 100% resistance test. The filters are fed into the test stand automatically but so far, the separation of conforming and nonconforming material was done by an operator in correspondence to the test result. Since it was considered the most likely explanation for the presence of complaints from the field that exactly this step of separation failed it was agreed with the supplier to modify the test stand. In the future, the separation step between good and bad material will be proceeded automatically as well. For the time being, operator awareness trainings have been refreshed. Analysis of the assembly process and checking of the stock material produced results which reasonably suggest that the issue of increased airway resistance is not of systemic nature. It is further concluded that this particular event could have been avoided by performing the recommended test with the whole set-up prior to use on a patient. Not only the IFU of the filter contains a warning that the product shall be checked for occlusions and foreign particles - also the IFU of compatible anesthesia devices include the requirement to start a ventilation mode and check the presence of gas flow at the patient opening. This particular recommendation has been introduced in the safety guidelines of international occupational societies like german dgai or british aagbi. Dräger finally concludes that appropriate risk mitigation measures are in place. Only by disregarding the aforementioned recommendations the patient was put at risk during this specific event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the filter exhibited an increased airway resistance leading to restrictions during ventilation of the patient. It took the users a while to identify the source of the problem. It was however explicitly reported that this did not lead to consequences for the patient.